Manufacturer narrative:
Medwatch fields d1-d4, g1, and g4 were updated. The field service engineer found there was a clogged vacuum valve and cleared the obstruction. He performed ise checks and verifications that were within specifications. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable sodium results for qc and patient samples from the cobas 6000 ul c501 analyzer. The samples were repeated on another cobas c501 analyzer. Sample 1 initial result was 130 mmol/l and the repeat result was 136 mmol/l. Sample 2 initial result was 133 mmol/l and the repeat result was 144 mmol/l. Sample 3 initial result was 129 mmol/l and the repeat result was 140 mmol/l. Sample 4 initial result was 134 mmol/l and the repeat result was 141 mmol/l. Sample 5 initial result was 132 mmol/l and the repeat result was 139 mmol/l. The repeat results were believed to be correct.

Manufacturer narrative:
The analyzer serial number was (B)(6). The investigation is ongoing.